Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. D4: batch # 502c78. B3: only event month and day known. Year is unknown but assumed to be the year that the complaint was reported. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45b reload was received with an open package, one-piece sled detached, unfired and the reload pan partially dislodged from the left proximal side. In addition, 4 double drivers missing. No functional test was performed due to the condition of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 502c78, and no non-conformances were identified.

Event description:
It was reported that the reload was defective out of the package and caused stapler to not fire. No patient harm.